Event description:
It was reported that an interlink injection site leaked blood and contrast solution due to its valve "half blowing off." This occurred during patient infusion using a power injector device. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). A batch review will be performed. If any relevant information is obtained that is related to the reported event, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Evaluation summary: the actual device was not returned; however, 19 unopened devices of the same lot were received. Visual inspection of each device found no defects. Each sample passed underwater leak testing. The reported condition was unable to be verified for any of the unused devices. However, the use of a power injector with the device was reported and is a known cause of a rupture or blown valve. This product code is not intended for use with a power injector. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.